Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found several "cassette not attached" alarms. Visual, functional and occlusion tests were performed. The customer's stated problem was not confirmed. The device was missing a battery door which was replaced. The lcd was replaced due to damage and the device software was updated. There was no known cause of the reported issue, and no further action was taken.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed a "cassette not attached error" and the downstream occlusion (dso) sensor seal was damaged. There was no patient involvement.